Event description:
It was reported that continuous glucose monitor displayed error message 42 while customer used g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and after reset error did not reappear and customer successfully started sensor session.